Event description:
It was reported that at a post-op check, the pulse generator exhibited premature elective replacement indicator after being exposed to electrocautery.

Event description:
New information notes a diagnostics anomaly was observed. After waiting one month rf telemetry was still not available. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.